Manufacturer narrative:
Zoll has not received the product for investigation. A follow-up report will be submitted when the product is returned and investigation has been completed.

Event description:
During patient use, the autopulse platform (sn (B)(4) shuts off. Two autopulse li-ion batteries (sn (B)(4) and (B)(4) were used during the event. Patient's status information was requested but the customer did not provide a response.